Event description:
The physician opened the neuron and found the catheter tip was pinched in the packaging. Another neuron was used successfully.

Manufacturer narrative:
Device investigation: the distal tip of the catheter is flattened from 0.0-2.5cm with additional ovalization between 2.5 and 4.0cm. A 0.070" mandrel can be introduced into the hub and advanced about 60cm before resistance is felt. This mandrel can be advanced to 95cm from the hub face before stopping completely. The flattened tip renders the catheter non-functional. The damage seen is commonly associated with poor handling techniques in storage or when unpacking the device. Please note: the MDR for this complaint was delivered to FDA on (B)(4) 2010, however, the MDR sent was two copies of page one of the report. This report is the correct version with pages one and two included.